Event description:
Boston scientific received information that the patient with this pacemaker was seen eight months ago and the device displayed 1.5 years battery longevity remaining; however, the device has triggered end of life (eol) after eight months. It was noted the pacing outputs had not changed. Technical services (ts) discussed the battery depletion anomaly and indicated analysis of the device would need to be complete before its determined if the device battery depleted prematurely. A replacement procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.